Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty back pressure sensor (gold).pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Customer also reported that the device was cracked at the display. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.